Manufacturer narrative:
Additional information was received on 7/1/2020, patient experienced left sided capsular contracture baker grade IV post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade IV manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 4/22/2020, patient's left sided implant was not ruptured upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 7/16/2020, that per additional information was received, "the patient developed left skin flap necrosis and has had multiple debridements" was erroneously omitted in follow up report 2. Reason for device explant and/or reoperation: capsular contracture baker grade IV and soft tissue necrosis. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision surgery with a 450cc mentor memorygel right breast implant and an unknown gel left breast implant experienced bilateral rupture and left sided capsular contracture baker grade unknown post procedure. Patient was diagnosed with brca on (B)(6) 2010. As a result, patient underwent bilateral removal and replacement on (B)(6) 2020. This medwatch is for the left sided device.